Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). **as part of unit intake, examined list of contracts for this unit. It does have prp coverage, but not warranty coverage. The only warranty coverage listed for this customer (B)(4) is 8015 ls. *** office staff advises to provide estimate for this unit.*** (B)(4). Repair work pending response to (B)(4): internal frame (top hat broken). Keypad: incidental -> front case: cracked (lo CT edg) rear case: cracked (bt lt fr scr). Module latch: worn. Iui's: both oxidized. Tube drive: twisted (to the left). Sleeve: scored (lo lt side). ***unit does not require any recalls.*** ***customer has prp coverage for this model.*** ***unit arrived with sw v9.33.0.5. Updated sku: 8110adxen933.*** (B)(4). Recalls required: none. Repairs completed (warranty, unit built 10/2017). Plastics replaced: front case, rear case. Customer stated problem: "broken barrel clamp" > confirmed. Internal frame has broken "top hat". Barrel clamp cannot retract. Replaced internal frame and retainer sheet. Other repairs completed: keypad assy (major incidental part), tube drive, drive tube sleeve. Drive tube wiper seal. Iui's (both). Module latch. Maintenance actions completed: calibration, pm. Unit s/w is v9.33.0.5 => updated sku to 8110adxen933. Tamper seal: intact on arrival.. (B)(4).